Event description:
A malfunction alarm identified as "malf 12" was reported, with the customer confirming that no significant events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, and although the malfunction recurred post-reset, it was decided to replace the pump. The customer will continue using the current pump until the replacement arrives, and instructions were given to return the malfunctioning pump in storage mode using a prepaid label, which the customer acknowledged.